Manufacturer narrative:
E1 to be continued: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use 3-lumen needle knife v exhibited the needle protruded from the side rather than the distal end. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography. There were no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, h2, h3, h6, h11. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cutting knife was forcibly extended from the tube sheath while the distal end of the tube sheath was excessively curved. This had caused the cutting knife to break through the sheath. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.